Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead integrity alert (lia) triggered for ventricular tachycardia (vt) non sustained episode and sensing integrity counter (sic). The patient was appropriately treated for ventricular tachycardia (vt) that terminated the vt, but then was treated by two additional shocks due to the noise. The lead remains in use, however, the patient has been scheduled for a rv lead revision. No further patient complications have been reported as a result of this event.